Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to aberrantly conducted atrial fibrillation (af). The device was reprogrammed and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.